Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching 150-155 ohms for the past few months. It was noted that the shock impedance measurement at implant was 64 ohms. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported. Additional information received reported that exhibited another high out-of-range shock impedance measurement of 125 ohms, with other shock impedanc measurements averaging in the 110-115 ohms range. Technical services (ts) reviewed troubleshooting options and programming considerations. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing shock impedance measurements reaching 150-155 ohms for the past few months. It was noted that the shock impedance measurement at implant was 64 ohms. Technical services (ts) reviewed troubleshooting options and possible causes. This rv lead remains in service. No adverse patient effects were reported.